Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "upon folding lens, operator was unaware of haptic break before inserted into patient's eye". Another back up lens was implanted and removed due to broken haptic. Another surgeon took over this case, the original incision was enlarged, and another back up lens was implanted with no issues. Sutures were required. The physician indicated that the likely cause of the iol damage was loading error. This report refers to the 2 delivery devices used during the unsuccessful implant attempts.

Manufacturer narrative:
The lot numbers of the delivery device was not provided, and the devices were not returned to the manufacturer for evaluation. Therefore, device history reviews (DHR) and product evaluations could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.